Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine check-up. Upon interrogation, the right ventricular lead exhibited variable impedance issue. Underlying rhythm was sinus bradycardia. The lead was programmed to unipolar configuration. Lead replacement was discussed. The patient was in a stable condition.